Manufacturer narrative:
Age, weight, and ethnicity: unknown, information was requested but not provided. Date of event: unknown, information was requested but not provided. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Serial number: unknown, information was requested but not provided. Catalog number: the catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted, give date: unknown, information was requested but not provided. If explanted, give date: unknown, information was requested but not provided. The device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s operative eye. No further information was provided.